Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's daughter that the remote monitor was not completing the manual transmission. It was further reported that during the final attempt the patient began to have some chest pains. The patient was referred to the clinic. The remote monitor did not complete the manual transmission and was replaced. No patient complications have been reported as a result of this event.